Event description:
Customer reported he received a "low reading" of 96 mg/dl on his adc blood glucose meter while at home prior to going to work. Customer could not recall the date or time when this event occurred. He further reported that a couple of hours later while he was in front of his door he was conscious, but non-responsive at first, and then passed out. Paramedics were called and transported him to a local healthcare facility, where he awakened 5 days later. Customer did not know if any treatment was rendered by the paramedics. At the hospital a reading of 1100 mg/dl was received and customer was diagnosed with hyperglycemia. It is unknown what treatment may have been rendered at the hospital, but customer thought he had not received any medications not previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1106904) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).